Event description:
Hosp advised that a bag of lipids was set up to infuse on channel b at a rate if .3cc/hr and vtbi at 7.5ml. The bag was hung at 1500 hrs and was empty at 1650 hrs. There was no pt consequence reported.

Manufacturer narrative:
MFR's report date 06/23/1998. The instrument was received and visual and functional tests were performed. The factory seal was broken upon receipt. The instrument error log and event history logs were downloaded. There were no channel b errors logged. A disposable was installed in channel b and there was uncontrolled flow when the door was closed and the instrument was powered off. Internal inspection determined that one of the channel b pumping mechanism top springs had detached from its mount and was loose inside the instrument. The spring and its mount were inspected and no discrepancies were found. The spring was reinstalled and when the instrument was retested, channel b rate and volume accuracy met specifications. The overinfusion was caused by the detached spring. The instrument history record was reviewed and prior to shipping the pump passed all final tests including pump pressure testing. The instrument maintenance manual states that when a pc-4 instrument case is opened during servicing, a comprehensive operational performance test is required, including volume/rate/time test which would detect a detached spring, but suspect it occurred at the user facility due to the broken factory seal. The MFR will continue to monitor complaints regarding this issue.